Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a lifted wirebond on the rf flex module. The lifted wirebond resulted in the high current drain.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.